Manufacturer narrative:
Device code was changed from "adverse event without identified device or use problem" to "perivalvular leak."

Event description:
Reprise iii study. It was reported that congestive heart failure occurred. In (B)(6) 2015 the index procedure was performed. Prior to the index procedure, heparin or other anticoagulant was given. The subject received a loading dose of 81mg of aspirin and 300mg of clopidogrel. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, 1456 days post index procedure, the subject presented with worsening dyspnea on minimal exertion and swelling in the extremities. Physical examinations revealed elevated jugular vein pulse, 3/6 mid peaking systolic cresc decresc murmur at right upper sternal border, moderate both lower extremities edema. Chest x-ray revealed a new small to moderate left sided pleural effusion. The subject was hospitalized for further evaluation. The subject was diagnosed with congestive heart failure exacerbation along with the suspicion of thrombus due to elevated mean gradient. Diuresis with furosemide was initiated. At the time of event subject was on aspirin and warfarin. The next day, cardiac computerized toography revealed leaflet excursion limited by motion artifact due to heart rate variability from 70-104 and no evidence of valvular thickening or thrombus, however the subject was started on apixaban as a prophylaxis. At the time of reporting, the event was consiered not recovered/ not resolved. Seven days later, the subject was discharged to a skilled nursing facility.

Event description:
Reprise iii study: it was reported that congestive heart failure occurred. In (B)(6) 2015 the index procedure was performed. Prior to the index procedure, heparin or other anticoagulant was given. The subject received a loading dose of 81mg of aspirin and 300mg of clopidogrel. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, 1456 days post index procedure, the subject presented with worsening dyspnea on minimal exertion and swelling in the extremities. Physical examinations revealed elevated jugular vein pulse, 3/6 mid peaking systolic cresc decresc murmur at right upper sternal border, moderate both lower extremities edema. Chest x-ray revealed a new small to moderate left sided pleural effusion. The subject was hospitalized for further evaluation. The subject was diagnosed with congestive heart failure exacerbation along with the suspicion of thrombus due to elevated mean gradient. Diuresis with furosemide was initiated. At the time of event subject was on aspirin and warfarin. The next day, cardiac computerized "tomography" revealed leaflet excursion limited by motion artifact due to heart rate variability from 70-104 and no evidence of valvular thickening or thrombus, however the subject was started on apixaban as a prophylaxis. At the time of reporting, the event was "considered" not recovered/ not resolved. Seven days later, the subject was discharged to a skilled nursing facility. It was further reported that in april 2020, the event was considered resolved.

Event description:
(B)(4) study. It was reported that congestive heart failure occurred. In (B)(6) 2015 the index procedure was performed. Prior to the index procedure, heparin or other anticoagulant was given. The subject received a loading dose of 81mg of aspirin and 300mg of clopidogrel. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, 1456 days post index procedure, the subject presented with worsening dyspnea on minimal exertion and swelling in the extremities. Physical examinations revealed elevated jugular vein pulse, 3/6 mid peaking systolic cresc decresc murmur at right upper sternal border, moderate both lower extremities edema. Chest x-ray revealed a new small to moderate left sided pleural effusion. The subject was hospitalized for further evaluation. The subject was diagnosed with congestive heart failure exacerbation along with the suspicion of thrombus due to elevated mean gradient. Diuresis with furosemide was initiated. At the time of event subject was on aspirin and warfarin. The next day, cardiac computerized toography revealed leaflet excursion limited by motion artifact due to heart rate variability from 70-104 and no evidence of valvular thickening or thrombus, however the subject was started on apixaban as a prophylaxis. At the time of reporting, the event was considered not recovered/ not resolved. Seven days later, the subject was discharged to a skilled nursing facility.